Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Review of the implantation operative notes confirm the patient underwent left hip arthroplasty due to osteoarthritis. It was noted that the trial components gave excellent stability. The patient had full extension and external rotation without any posterior component impingement or dislocation. The trials were removed and final components were implanted. No complications noted. The follow up notes state the patient subsequently had 5 anterior dislocations. It was also noted that the patient's hip tends to pop out with forced external rotation of his foot. It was also noted that the x-ray evaluation showed "appropriate abduction angle of the cup. The acetabular cup, along with the patient's prior x-rays and a cross table lateral were reviewed and showed signs of anteversion". Review of the revision operative notes note that the patient's hip was found to be unstable in a position of extension and external rotation at about 60 degrees with increased shuck to axial traction. The polyethylene was removed using the rim screw technique for proper assessment of version. The cup was found to be anteverted within the acceptable range. Review of the compatibility of the devices confirmed that these are an approved compatible combination. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4).other device used: catalog #00877503602, biolox delta head, lot #2691866 manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to multiple dislocations.